Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: color bar on screen, faulty cable and failed leak test at the back of the serial plate. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of reported failure and color bar on screen was due to faulty cable. The most probable cause was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a bad quality image. This issue occurred during reprocessing. There was no patient involvement.